Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed and error during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) stated that this is a known problem. The problem was caused by a defective component. Analysis found the shaft angle encoder to be the cause. As a corrective action, a field notification was implemented; reference sorin group (B)(4).

Event description:
Sorin group (B)(6) received a report that the s5 double head pump displayed an error during set up. There was no pt involvement.